Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. The keypad trace was inspected and no anomalies were noted. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. The pump was received with operating currents within specification. The pump passed the self test and unexpected restart error test. The pump was received with cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that the only button working are up and down button. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl.